Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 700 mg/dl at time of incident. Another blood glucose level was 175 mg/dl. The customer was assisted with troubleshooting. Customer that the insulin pump was not working, exposed to fluid. The customer was treated with insulin drip in hospital and emergency room. The customer stated that the symptoms related to high blood glucose such as stomach pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had fluid in battery compartment. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.